Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed atrial lead position check. The ra lead was explanted and replaced. It was also noted that the right ventricular (rv) lead was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.